Event description:
Customer stated "heating pad spark and smoke thru the pad and got fire." The product was never returned for investigation. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot. The product was approx. 15 years old when the incident occurred.